Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient had low blood glucose but not hospitalized. Customer's blood glucose was 477 mg/dl. The customer has not treated. The patient has been experiencing low blood glucose for just a few hours. The customer's mother stated that the nurse had changed the setting to where he would get less at night and more in the day but not much of a difference. The customer was advised to speak with their healthcare provider regarding low blood glucose. The customer was advised to monitor can call back if issues persist.